Event description:
Patient called lfs in regards to their meter reading high. Patient mentioned that they obtained a bg of 150mg/dl around 6pm and took 15u of humalog (75/25 set amount). 15 minutes later patient was sweating, heart was beating fast, dizzy and had difficulty breathing. Their spouse treated them with almost a liter of orange juice and tested their bg prior to the ambulance arriving and obtained a 40mg/dl. Paramedics did not treat patient and took them to the ER. Pt arrived in the ER around 7pm. Patient was admitted for low bg. Unknown what their sugar was in the hospital. They were released the following morning; however, md requested they stay for two days for monitoring, but patient refused. Md instructed patient because of their low bg to withhold their insulin until the next doctor's appointment and not to allow patient to fall asleep. Lifescan rep sent patient a new meter.